Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of loss of image was confirmed. Upon inspection and testing, the loss of image was observed for the device when the pigtail is wiggled. This is attributed to the worn out video connector latch. Video connector needs to be replaced. Issue of horizontal lines on image and of dark image were not duplicated. Device has up to date main switch and software version 3.10. Device passed all electrical leak test and all functional tests after repair. All video output signals and images tested okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure, when the camera was plugged into the device, there were at times horizontal lines through the image and a dark image. At other times, there was loss of image. There is no reported harm to the patient.

Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The root cause of the wearing of the video connector latch could not be determined.